Event description:
During routine testing of the device, the user reported the power manager board was not functioning as expected. The user also reported the heart lung console would not switch to back up batter power. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.